Manufacturer narrative:
Investigation summary: a complaint investigation due to breakpoints listed in the package insert (pi) for piperacillin/tazobactam catalog 231691 (batch number not received) are aligned with clsi m100:ed30 instead of the m100:ed33. The investigation required to evaluate product insert and information sent by customer. Information sent by customer (photo from product insert section and clsi information) were evaluated. It was identified that product insert required revision. Complaint is confirmed. As a corrective action product insert was submitted for revision. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that the product insert for bd bbl¿ sensi-disc¿ piperacillin/tazobactam - 100/10 g contained incorrect breakpoint information for piperacillin/tazobactam. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the product insert for bd bbl¿ sensi-disc¿ piperacillin/tazobactam - 100/10 g contained incorrect breakpoint information for piperacillin/tazobactam. There was no report of patient impact.